Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed and would not allow ejection due to a foil contacting metal contacts. A field service engineer found a user failed error, recovered the pocket, removed the foil, reinserted the cubie, and had customer verify the operation successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, cubie failed and would not allow ejection. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.